Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. Device evaluation details: upon receipt, the catheter was visually inspected, and it was found reddish material inside the pebax and a hole. The returned device was then evaluated for generator and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section creating an intermittence of temperature. A manufacturing record evaluation was performed for the finished device 30387839m number, and no non-conformance was found during the review. The customer complaint was confirmed. The root cause of tc wires broken is related to device design. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent a ventricular tachycardia ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified reddish material inside of the pebax along with a hole in the pebax. During the procedure, the temperature sensor did not function properly. Although the thermocool® smart touch® sf bi-directional navigation catheter was inserted into the cardiac cavity, the temperature was not displayed. The cable was changed but the issue continued. The catheter was changed and the issue resolved. The procedure was completed with patient consequences. The temperature display issue is not MDR-reportable. The potential foreign material and the pebax damage are both MDR-reportable issues.